Manufacturer narrative:
The investigation for the console (aic) purge issue has been completed. Data logs were reviewed finding that upon the initial insertion of the purge cassette, the log recorded a continuous purge communication error. After the cassette was removed and reinserted twice, there was no purge communication error. Then, the impella cp was inserted, and support was provided for 1 hour and 35 minutes. The console was shut down and manually restarted. Through the ¿case start¿ wizard, the same cassette was reinserted multiple times, but a continuous purge communication error was recorded. This aligns with the reported failure mode. The console was returned for evaluation. All the cables between the 4-in-1 and the pud pca were connected appropriately. Upon inserting the test cassette multiple times, the purge motor spindle spins each time. Unable to reproduce the reported failure mode. A minor dextrose residue was found on the purge motor gasket. The power to the pud pca was 23.8v under ac power and 16v under battery power, which are the typical working voltages that match the known good test fixtures. Upon initial console boot-up, the console displayed a battery failure alarm, and the batttest confirmed the cell imbalance with cell 2 of battery 1. Unrelated to the reported failure mode. Upon replacing the original batteries with known good batteries, the console was able to charge the known good batteries, confirming that there was no issue with the pbm. The root cause for the purge motor spindle not rotating was not determined due to the inability to reproduce the reported failure mode.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that while attempting to setup an automated impella controller (aic) for patient impella mechanical support, the silver cog within the purge would not spin when approached by the purge cassette. The purge cassette also failed to lock in place, forcing the staff to manually manipulate the device to properly align the purge cassette. Support was successfully started with the aic following manual troubleshooting. There was no report or indication of patient harm or delay in therapy.